Manufacturer narrative:
William cook europe initially reported event under MFR report # 3002808486-2017-00554. New information was received identifying that the product was a cook inc. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Patient was allegedly treated for blood clot and claims to have received an implant on (B)(6) 2016. Patient is alleging injury without providing further details. Hospital and medical record have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation after further information is received and will supplement in accordance with 21 c.f.r.803.56 when appropriate.